Event description:
The initial reporter stated that the pump "shuts off while running". They did not state whether the pump alarmed or not. Mmdg did follow up with the initial reporter, however, the initial reporter stated that they did not have any additional information. (B)(4).

Manufacturer narrative:
This MDR is a duplicate of submission number (B)(4). This submission should not have been filed for this complaint, as it was already filed under the number provided.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "shuts off while running." They did not state whether the pump alarmed or not. Mmdg did follow up with the initial reporter, however, the initial reporter stated that they did not have any additional information. (B)(4).